Event description:
The customer reported an error appears then the system will not operate. This resulted in a system lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib card and ps1 power supply were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended.